Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. In turn, a second system was implanted to address the issue. No products were removed.